Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous iliac vein. A 6.00 mm/ 2.0 cm/90 cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.